Manufacturer narrative:
The patient experienced itching, irritation, and oozing over the treatment area of hyperpigmentation from a previous tattoo removal. A burn cream and antibiotic were prescribed from an urgent care center. The patient has told the site that he thinks the reaction may be related to poison ivy. The device was evaluated and was found to be in specification, but this event is reportable because of the medical intervention.

Event description:
The patient was treated for hyperpigmentation on the arm. The patient reported itching, burning, and oozing over the treated area.